Event description:
It was reported that an 840 ventilator had a faulty compressor and an unresponsive display. A non medtronic/covidien service provider inspected the device and they re-connected all the connections on the compressor printed circuit board (pcb) to address the compressor issue. To address the unresponsive display, the non medtronic/covidien service provider cleaned the screen of the monitor and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.